Event description:
New information received notes this was a new implant procedure due to atrioventricular bundle branch block. Pacing impedance was observed to be low on the left bundle branch area pacing (lbbap) lead and the perforation was confirmation via a chest x-ray. No additional intervention was required by the physician. The lbbap lead was exchanged by the physician due to preference and most likely operator error and ended up not using the lead.

Event description:
It was reported that the patient had an unusually thin septum. It was noted during an attempt to implant the left bundle branch area pacing lead the physician perforated the myocardium a few times and opted to replace the lead. The lead was exchanged. The procedure was completed. The patient was stable.